Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h6. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30012784 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2019 through (B)(6) 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient's representative reported "accumulation of liquid around the left device, 2.5 cm in diameter, a low-encharm structure with thread-shaped echo-rich areas "suspected rupture" ", diagnosed by ultrasound. Suspected device infection, hair loss, dizziness, cysts, palpable lymph nodes in the breasts and armpits. Left side. Device explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late, rupture, infection (late onset), cyst.

Event description:
Patient's representative reported "accumulation of liquid around the left device, 2.5 cm in diameter, a low-encharm structure with thread-shaped echo-rich areas "suspected rupture" ", diagnosed by ultrasound. Suspected device infection, hair loss, dizziness, cysts, palpable lymph nodes in the breasts and armpits. Left side. Device explanted.